Event description:
A customer reported experiencing a cartridge alarm, specifically alarm 20, with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge correctly, and the issue was resolved successfully, allowing the customer to resume insulin therapy. No additional information was provided regarding previous occurrences or the product lot number.